Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl at the time of incident. Customer also reported that the insulin pump had four motor error alarm. Customer stated that he was able to clear the first one alarm and another three alarm occurred more hours later. Troubleshooting was performed for motor error alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.